Event description:
It was reported that the field representative called technical services (ts) to report that during a magnetic resonance imaging (MRI) procedure, this right atrial (ra) lead was observed to exhibit oversensing noise and high out of range pacing impedances. The field representative noted that the MRI was cancelled, and lead settings were reprogrammed. At this time, the ra lead remains in service. No additional adverse patient effects were reported.